Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm5369542 was released in a single batch on january 28, 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the distal tip (drive feature) of the device was twisted. The very distal portion of the tips were rounded, almost worn to the core. Due to the worn condition of the tip, device functionality was compromised. The noted issues were consistent as end of life indicators for the device. The stripped condition confirms the reported device assembly issue. The complaint was confirmed for the received device. It was determined that the reusable instrument is worn from repeated use and servicing. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, while tightening the innies the screwdriver slipped and would not torque. There was a surgical delay of ten (10) minutes. No fragments were generated. The surgery was successfully completed with another available instrument. There was no adverse harm to the patient. Concomitant device reported: locking/set screws (part number unknown, lot unknown, quantity unknown), moss miami spine system hexlobe driver 5.5 x25 (part number 279712600, lot unknown, quantity 1). This report involves one (1) moss miami spine system hexlobe driver 5.5 x25. This is report 2 of 2 for (B)(4).